Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0205613024 implanted: (B)(6) 201 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 04-aug-2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (friend/family member, healthcare provider, foreign) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient underwent elective replacement of the baclofen pump on (B)(6) 2024. They presented to the emergency room on (B)(6) 2024 due to increased spasticity. The medication was replaced, but it did not improve the spasticity. Increasing the dose also did not lead to better control of the spasticity. On (B)(6) 2025, the patient developed an epileptic seizure, presumably a withdrawal seizure due to underdosing of baclofen. A brain CT scan showed no acute pathology. A catheter occlusion was noted. On (B)(6) 2025, the catheter was revised and the pump segment was replaced. After this, the spasticity was well controlled.